Event description:
The event is reported as: the connector on the et tube broke during an attempt to orally intubate a pt. No injuries reported.

Manufacturer narrative:
Product has not yet been rec'd by MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.